Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was inserted into the patient on (B)(6) 2021 with 8-10 ml of saline. It was stated that the staff noted the patient bed to be wet on 13-apr-21. The catheter fell out of the patient when it was pulled and balloon noted to be ruptured. Per additional information via email from ibc on 23apr2021, there were no missing pieces balloon left inside the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was inserted into the patient on 11-apr-21 with 8-10 ml of saline. It was stated that the staff noted the patient bed to be wet on 13-apr-21. The catheter fell out of the patient when it was pulled and balloon noted to be ruptured. Per additional information via email from ibc on 23apr2021, there were no missing pieces of balloon left inside the patient.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specification. The product was used for treatment. The product has caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted majority of the balloon was burst upon return. There were no missing pieces. This is out of specification per inspection procedure which states, "balloon must not be torn". A potential root cause for this failure could be high modulus silicone. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the catheter was inserted into the patient on 11-apr-21 with 8-10 ml of saline. It was stated that the staff noted the patient bed was found to be wet on 13-apr-21. The catheter fell out of the patient when it was pulled and the balloon noted to be ruptured. Per additional information via email from ibc on 23apr2021, there were no missing pieces of balloon left inside the patient.